Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) france alleging that the patient¿s onetouch verio 2 meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2015. The patient manages his diabetes with oral medication, diet and exercise and on (B)(6), he stopped taking his medication in response to the alleged issue. The reporter denied that the patient developed any symptoms or received any treatment as a result of the alleged issue. During troubleshooting, the cca noted that the meter batteries did not require to be replaced and there was no apparent misuse of the meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.